Manufacturer narrative:
Device used for treatment and not diagnosis. Ktt: additional information. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Additional evaluation was conducted. The implant shows severe damages due to massive high forces. Therefore while pushing the sleeve the rod did not did not recessed in the right order. Thereby the front part was bent outward. No product fault could be detected. Device was used for treatment, not diagnosis. Placeholder.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. During the procedure the thin part of the bushing of the locking screw broke off. It was found during final tightening.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing.